Event description:
It was reported that the ins (implantable neurological stimulator ) could not be recharged the last 3 days: the coupling indicator was low and even after 4 hours of recharge the stimulator did not seem to be recharged. After interrogating the device with the physician programmer, the last recharges recorded reported no coupling, 10 minutes of recharge, and no battery recharge (at the time of the follow-up the device battery was at 75%). The issue occurred within a couple of weeks of implant. Recharges had been performed without problems in the days immediately following implant. Other than the recharging issue, the device was functioning normally. The pt was responsive to the treatment. The pt was not obese. Additional information received indicated a surgical revision was done in 2009. The hcp found the ins had flipped upside down. The device was repositioned and the pocket was measured to assure it was 1.5 cm under the skin. Once the pocket was closed, it was verified that coupling with the recharger was possible. It was determined that coupling was possible although difficult; if the pt was laying down, it did not seem possible. With the pt sitting, it was possible to look for the best position to obtain coupling. It was felt this limited the freedom in moving around while recharging. The hcp was not able to move the ins more superficial due to fear the pocket could cause decubitus. No further action was planned.